Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 24.3 mmol/l (437.4 mg/dl) while wearing the pod between 24 and 36 hours on the arm. A correction was administered using the pod but the patient's bg levels did not decrease. Patient tested his glucose levels 3 times in 24 hours. The pod was removed and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia (10 units) and a new pod was applied after 1 hour. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The device was received and inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path and cannula assembly was inspected and no issues were noted that would result in high blood glucose levels. Correction: lot number changed from l44024 to l44042. Unique identifier number UDI # changed from (B)(4) to (B)(4). Device mfg date changed from 07/10/2018 to 07/17/2018.